Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the procedure to replace the device due to elective replacement indicator (eri), the physician noted a small defect in the outer insulation of the left ventricular lead just outside the header. The lead was repaired with a silicone sleeve and remains in use. No patient complications have been reported as a result of this event.